Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose (bg) levels (348 mg/dl), and large ketones. The cause for the reported elevated bg levels was unknown. Customer was treated through intravenous fluids to address elevated bg levels, and released from the emergency room "a couple hours" later. Upon being released from the emergency room, the customer was stable and customer's bg level was 200 mg/dl.